Manufacturer narrative:
It was unknown whether the device had met specifications. The product was used for treatment purposes. The reported event is confirmed by CAPA association , it appears that there may be a relationship between the product and the reported event. A DHR review was not required because the investigation was confirmed by the CAPA association. A risk review and labeling review is not required because the investigation was confirmed by the CAPA association. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the purewick urine collection system was not suctioning and the patient experienced yeast infection. It was unknown what medical intervention was provided for yeast infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system was not suctioning and the patient experienced yeast infection.